Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to completely broken off motor slide. The pump was received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she was going to change set she took reservoir out of pump and thought some of the reservoir was still in pump. She thought the piston was the reservoir so she kept pulling on the piston trying to get it out of pump and thinks she broke the pump. Troubleshoot determined that the pump should be replaced. The insulin pump was returned for analysis.